Event description:
The implantable neurostimulator (ins) was coming through the pt's skin. The ins was removed; the extensions were cut, but the lead was left in place. The physician used medical adhesive to coat the exposed extension. Once the pt healed, they planned to implant a new ins and extensions. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).